Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. Complainant reported a change in heparin concentration to 12.5 ie/ml due to bleeding issues. Patient had small bleeding issue on right groin and was able to be resolved quickly with vacuum-assisted closure (vac) therapy. Patient also experienced heparin induced thrombocytopenia [hit]. Physician switched to new heparin free purge solution and changed purge cassette & solution to sodium bicarbonate. Impella was successfully weaned and explanted. Patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.